Event description:
It was reported that when the asymptomatic patient presented in the operating room for device change out due to normal eri, externalized conductors were observed. Lead remains implanted. Patient will be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.